Event description:
It was reported that during an ablation the clinical trial, (B)(6), patient experienced a post-procedural intra-abdominal abscess. The relationship to the study device and primary study procedure is a causal relationship. Diagnostic imaging was required. The patient has recovered.

Manufacturer narrative:
(B)(4). Batch #: unknown. Additional information was requested and the following was obtained: 1. When was the intra-abdominal abscess diagnosed? (B)(6) 2021. 2. Was a culture performed? Yes. 3. In the investigator¿s opinion, was there any device defect or deficiency that caused or contributed to the event? If so, why? No. 4. How was the patient treated? Antibiotics and drainage. 5. Current patient status? Alive, cancer free, abscess cured. Not enough data provided to perform a call home investigation. No device will be returned to neuwave for further investigation. The root cause is unknown. No lot information was provided therefore no lot history review could be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 12/7/2022 additional information was requested and the following was obtained: log line 1: post-procedural intra-abdominal abscess relationship to study device value "probable" has been changed to "not related" the pc of abscess was removed since the device relationship changed. Log line 2: perforated colon required in-patient hospitalization or prolongation of existing hospitalization: yes relationship to study device: probable aspiration drainage: yes outcome: recovered/resolved with sequelae 1. What was the tumor location? Segment 5 2. What was the number of probes inserted? 2 3. What was the probe tip location? Medial capsule of liver 4. Was any measure used to separate the tumor from bowel? Hydro dissection 5. If yes, what was it? 1-2% contrast ¿ saline mixture h6.

Manufacturer narrative:
(B)(4). Date sent: 3/30/2023. Adverse event term: perforated colon. Relationship to study device: not related h1. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.

Manufacturer narrative:
(B)(4). Date sent: 8/4/2022. Additional information was requested and the following was obtained: he culture report identified multiple bacterial growth (3). Two out of 3 are commonly gut bacteria but they could cause abdominal infection if body barrier is breached from things like surgery, trauma or information. Another one is commonly residing on skin and transmitted through hand or object touch. So for our case, I don¿t think that we know where these bacteria came from and whether device played a role in the pathogen transmission.

Manufacturer narrative:
(B)(4). Date sent: 3/28/2023. Additional information was obtained: adverse event term: perforated colon. Required in-patient hospitalization or prolongation of existing hospitalization: yes. Relationship to study device: causal relationship. Relationship to primary study procedure: probable. Aspiration drainage: yes. Outcome: recovered/resolved with sequelae.